Event description:
Customer reports obtaining results of 101 mg/dl and 216 mg/dl within 6 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of the suspect device and replacement was sent.